Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
During a hypospadias procedure on a pediatric male patient, the user inserted the stents with the stylet inside. However, as they were removing the stylet, the stent accordioned up and broke inside the patient. The stent was successfully removed (probably pulled out with fingers). The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.